Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g4, g7, h1 and h2. Event: additional information as reported by a legal short form states that the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and perforation of the inferior vena cava filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, severe and constant chest pains and compromised respiratory system. Per the medical records, the patient has compromised respiratory system and severe constant chest pain on or about two years and two months post implantation. Per additional information received, the patient also underwent placement of a trapease vena cava filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting and perforation of the inferior vena cava filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease and trapease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Chest pain and respiratory abnormality do not represent a device malfunctions and may be related to underlying patient related issues. With the limited information available it is not possible to adequately assess the contributing factors to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A device history record (DHR) review of lot 17015078 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 years and 10 months post implantation. The patient reports anxiety.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. A review of the manufacturing documentation associated with lot 17015078 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the information received in the discovery form, patient became aware of the reported events approximately 4 years and 11 months post implantation. The patient reports clotting. The patient also received blood transfusion for the blood clots and partial removal of fibroids.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. Section h6 correction: patient code 'coagulopathy' no longer a reportable code per additional information received. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension. The indication for the filter placement was reported to be a right femoral deep vein thrombosis (dvt) with embolization. Approximately two years and two months after the implant of the optease retrievable vena cava filter, the patient experienced compromised respiratory system and severe constant chest pain. At some point, the patient is reported to have undergone placement of a trapease vena cava filter. From the report, it is unclear when this filter was implanted or why. Approximately four years and ten months after the initial filter placement, the patient became aware that the trapease filter was associated with filter tilt, and with perforation of the inferior vena cava (ivc). The patient further reported having experienced mental anguish, anxiety and fear associated with the filter. The patient has additionally reported clotting, unspecified. The patient also received blood transfusion for the blood clots and partial removal of fibroids. There is currently no additional information available for review. The optease retrievable vena cava filter was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction, furthermore it is unclear if the blood clotting is related to fibroids or the filter. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Additionally, the timing and mechanism of the filter tilt is unknown. The reported ivc perforation could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported chest pain and respiratory compromise experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety does not represent a device malfunction and may be related to underling patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, at an unspecified time after the patient underwent placement of an optease inferior vena cava (ivc) filter, the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient suffered serious injuries and damages, and will require extensive medical care and treatment. The following additional information received per the medical records indicates, that the patient has compromised respiratory system and severe constant chest pain on or about two years and two months post implantation. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Respiratory compromise is a state in which there is potential for decompensation into respiratory insufficiency or dysfunction. Various health conditions, such as chronic obstructive pulmonary disease, pneumonia and pulmonary embolism, as well as acute trauma and/or drug overdose can contribute to respiratory compromise. Patients with respiratory compromise may experience chest pain upon respiration. Enhanced monitoring and/or therapies might prevent or mitigate decompensation. Based on the limited information provided and without procedural films or additional medical records for review, it is not possible to draw a conclusion about a clinical relationship between the device and the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, after an unspecified time after the patient underwent placement of an optease vena cava filter, the filter subsequently malfunctioned and caused injury and damages to including, but not limited to, severe and constant chest pains and compromised respiratory system. As a direct and proximate result of these malfunctions, the patient suffered serious injuries and damages, and will require extensive medical care and treatment. The following additional information received per the medical records indicates, that the patient has compromised respiratory system and severe constant chest pain on or about two years and two months post implantation.

Manufacturer narrative:
Corrected data. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.